Event description:
The reported condition was confirmed via log file review. The device was returned for a som crash and this was confirmed in the logs. Unable to reproduce som crash during testing and pump is working normally. Internal investigation found no damage. Log files are inconclusive as to whether the pump was running at least 5.9.2 software at the time of the crash and as such the som will be replaced.

Event description:
The following has been reported: reported/incident date: (B)(6) 2024. Office location: (B)(6). Pump serial number: (B)(6). Type of alarm: pump did not indicate alarm type. Red lights on both channels with audible alarm. Pump infusing? Yes. Patient harm? No. Hard power reset? Yes (required pressing power button for >30 seconds). Result of power reset? Cleared. Reported by: rn. Other notes: test infusion ran for 17 minutes without issue after reset. This did not show up in "maintain devices by maintenance alarm" in the systems dashboard. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.